Event description:
It was reported that during an unspecified treatment procedure a balloon pinhole was noted. The lesion was located in a very calcified and non tortuous right coronary artery. Ablation was completed with a 1.5mm rotablator burrl. The physician attempted to place a 3.0x38mm ion stent; however, was unable to cross the lesion. Pulled the ion stent out and went in with the 3.0x15mm nc quantum apex balloon. The balloon was inflated to twenty atmospheres. On the second inflation it was noted that the balloon would not hold pressure. There was a hole in the balloon. The physician was able to deploy the 3.0x38mm ion stent successfully. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).